Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the catheter was returned and analysis revealed that there was blood visible on the electrode tip and an impedance failure was found during a simulation power mode test. The product will be sent to the OEM supplier for further analysis.

Event description:
It was reported that there was noise on electrogram. No patient complications were reported as a result of this event.

Event description:
It was reported that there was noise on electrogram. No patient complications were reported as a result of this event. It was also reported that the catheter was not used and was replaced.